Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 65 months ago. Aneurysm and vessel morphology at the time of implant were not available. The aneurysm had gone down to 35 mm in diameter over the last 2 yrs, however, a recent CT demonstrated that the aneurysm is 43 mm in diameter. It was reported the recent CT demonstrated that the aortic neck has disease progression with aortic neck dilatation which resulted in 7.5 mm migration of the stent graft and a proximal type 1 endoleak. The pt was treated with another MFR's converter device and the migration and endoleak were resolved. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Secondary intervention. Eval: results - migration, endoleak. Aortic neck dilatation due to disease progression. Conclusion: aortic neck dilatation due to disease progression.